Event description:
It was reported that the patient's battery replacement concluded in revision due to high impedance. Information was received that pre-op diagnostics showed high impedance, the high impedance was found prior to surgery however was also seen when the new generator was connected to the old leads. Thus the leads were replaced and once the leads were replaced the device diagnostics were within normal limits. It was stated that the hospital discarded the explanted products thus the explanted devices have not been received into analysis to date. No additional relevant information has been received to date.